Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that loss of capture was observed on this right ventricular (rv) lead. The rv lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.